Event description:
A report of the patient's precision system being explanted due to a staph infection at the lead anchoring site was received. The patient was prescribed levaquin antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.